Event description:
The customer returned the device for evaluation and repair. There is no harm to any patient or health professional. Upon evaluation of the returned device, it was observed that the adhesive of the light guide lens is peeling. Thereby creating a potential for stain or dirt to enter the inside of the lens. This medwatch is being submitted for the reportable issue of the peeling of the light guide lens as observed during device evaluation.

Manufacturer narrative:
This device is not sold in the u.s., but a similar device is. The device is returned, and an evaluation completed for it. Upon inspection and testing, it was observed that the adhesive of the light guide lens is peeling. Thereby creating a potential for stain or dirt to enter the inside of the lens. Other observations for the device are: due to a pinhole on a-rubber, water tightness is lost; due to wear of angle wire, bending angle in up direction and play of up/down knob does not meet the standard value; connecting tube has a scratch and a wrinkle; forceps channel port is shaved; electrical connector (el-connector) has discoloration due to water leakage; suction cylinder (s-cylinder) is shaved; and distal end cover (c-cover), scope connector (s-connector), universal cord, grip, scope cover (s-cover), switch box, forceps elevator lever, right/left knob, up/down knob, control unit have a scratch. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
Updated: h6, h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the illumination lens adhesive peeling issue could not be determined, however, it is likely the result of stress from repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.